Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor phaco power" (device operates differently than expected). The customer reported poor phaco power during surgery. The biomedical engineer tested 3 handpieces and confirmed the system was losing phaco power and not the handpieces. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The software was upgraded. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4)